Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was tibial atherectomy via contralateral cf access. The turbohawk ss-c device was advanced to the lesion in the pt over a 3mm spiderfx, and multiple cuts were made in various planes through the diseased area of the pt. When removing the turbohawk ss-c device the physician felt a large amount of resistance when the device reached the tip of the sheath. The physician pulled at the device and felt a release in resistance. The turbohawk catheter was removed from the sheath and it was noted that the nose cone of the device had completely separated at the cutter housing. This portion of the nose cone was still in the patient and appeared to still be loaded on the .014 wire. The physician pulled the 3mm spiderfx wire back until the radiopaque marker above the basket came into contact with the distal tip of the nose cone. Then the physician retracted the sheath and the spider (basket of spider was open and tip of ssc nose cone removed simultaneously as one). Once everything was pulled back across the aortic bifurcation the physician was unable to retract the turbohawk tip into the sheath. An .035 wire was inserted next to the original wire to maintain wire access in to the cf while the 6fr long sheath and tip were retracted thru the arteriotomy. A larger short sheath was placed over .035 wire to allow for hemostasis at the access site until the patient could be transferred to the or to close the groin with angioseal. No tortuosity but patient was 6'8" so the working length of the ss-c device was falling short of the entire lesion.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the unsnapped spider fx capture wire was received without the double-ended catheter. The wire was loaded through the turbohawk rx guidewire lumen (gwl) but the proximal section on the body of the turbohawk distal tip assembly was torn longitudinally. The tear extended from the proximal edge of the gwl through the length of the tip assembly body. The proximal end of the tapered (rotating) tip gwl was deformed (pulled laterally) but was not torn. The capture wire exhibited a kink at the proximal edge of the turbohawk tapered tip. The turbohawk distal tip assembly was also torn transversely at the distal edge of the housing window. The proximal marker band of the spider fx filter assembly was located at the distal edge of the turbohawk tip assembly. The dark guidewire lumen exhibited longitudinal compression (accordion folding) and marker band of the turbohawks tapered tip exhibited a shift of position as indicated by the witness mark in the tecothane tip. The core of the capture wire exhibited several bends/ kinks beginning approximately 50cm from the distal tip.